Event description:
It was reported the patient presented in clinic after having experienced a vibratory alert for a delayed charge time. The patient¿s implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. The patient was stable during and after the procedure.

Manufacturer narrative:
This is to correct the omissions of checking the 'yes' circle and the box suggestig the situation seemed to require intervention to prevent permanent impairment/damage (devices).

Manufacturer narrative:
No reporting code available. The reported field event of charge timeout was confirmed. Bench testing found the hv capacitors and battery to be normal. The cause of the charge timeout was due to a charging circuit anomaly.